Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 and a cartridge detection notification occurred during the load sequence. The user's blood glucose (bg) level was 315 mg/dl. The user addressed bg level with a bolus. Reportedly, the user successfully completed the load sequence and resumed insulin delivery.